Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, the device was deployed and the sutures were placed; however, when retracting the device resistance was experienced and the distal guide separated in the patient. It was confirmed the foot was retracted before removing the device and the lever was returned to its original position. A snare was used and the device was successfully removed. There was no tissue damage reported nor damage to the vessel. Hemostasis was achieved with the sutures of the same device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.